Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between the returned sensor and known good reader; reader successfully communicated with the returned sensor. Did not observe "scan error" message. Issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan error" message upon scanning the freestyle libre 2 sensor. As a result, customer could not obtain glucose scans and experienced dizziness and loss of consciousness. A family member treated the customer with pineapple juice. There was no report of death or permanent impairment associated with the event.